Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. It was reported that the customer experienced a low blood glucose (bg) level to 300 mg/dl. Low bg cause was pump not adjusting their basal rate. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.